Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a restenosed, moderately tortuous, and heavily calcified lesion in the proximal left anterior descending artery. Slight resistance was felt with the lesion while advancing a 3.25x8 mm nc tenku rx balloon dilatation catheter (bdc). The bdc ruptured during first inflation at 6 atmospheres. The procedure was successfully completed with an unknown bdc and post-dilatation with a 3.5x8 mm nc tenku bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.